Event description:
Boston scientific received information that during the initial attempt to implant this pacemaker the physician tried to connect the device plastic covering of the setscrews, the torque wrench became stuck and disconnected the covering from the setscrew. As a result the device was not used. Another device was successfully implanted in it's place without incident.

Event description:
--

Manufacturer narrative:
Detailed analysis is currently being performed on this device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection noted that the setscrews moved freely, and the atrium seal plug was damaged. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.